Event description:
It was reported that the was became damaged. A left atrial appendage (laa) closure procedure was being performed. A watchman fxd curve access system (was) was selected to be used. While inserting the was over a versacross wire with a versacross connect being used as a dilator it was noted that the was became damaged. Everything was removed from the patient and flushed outside the patient. It was discovered that there were small pieces of the was sheath that had come off of the was. The physician continued the procedure with a new was. The procedure was successfully completed with a closure device implanted in the laa of the patient. There were no patient complications or consequences as a result of this event.

Event description:
It was reported that the was became damaged. A left atrial appendage (laa) closure procedure was being performed. A watchman fxd curve access system (was) was selected to be used. While inserting the was over a versacross wire with a versacross connect being used as a dilator it was noted that the was became damaged. Everything was removed from the patient and flushed outside the patient. It was discovered that there were small pieces of the was sheath that had come off of the was. The physician continued the procedure with a new was. The procedure was successfully completed with a closure device implanted in the laa of the patient. There were no patient complications or consequences as a result of this event.

Manufacturer narrative:
Device analysis: the returned product consisted of a watchman fxd curve access system with the versacross dilator outside the sheath and blood in the device. The hub, tip, and sheath were visually, tactilely, and microscopically examined. Functional testing was performed by inserting the dilator into the hub. There was resistance advancing the dilator. The valve was inspected and found to be partially occluding the lumen, so a borescope was used to inspect the valve. The silicone valve was damaged. A kink in the sheath just distal of the strain relief was caused to inspect the valve. Inspection of the remainder of the device found no damage or defects. Product analysis confirmed the reported event as the silicone valve was damaged and occluding the lumen. Product analysis could not confirm the reported event of detachment, as there was nothing detached from the device.